Event description:
It was reported that patient underwent initial knee procedure on an unknown date. Revision surgery was performed on an unknown date due to unknown reasons. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Implant date - unknown. Explant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(4), 2012.

Manufacturer narrative:
Evaluation of the returned oxford implants shows correlating wear on both the vertical rail of the tibial tray and the lateral side of the meniscal bearing. The straight line defining this damaged region on the bearing matches exactly with the height of the rail, on which straight, parallel ridges exist, indicating that the damage on both components is from the same source and the same movement. It seems most likely a third body became trapped between the bearing and the rail, forming ridges on the metal upon continued sliding articulation of the bearing. It is unclear what the offending third body was as there is no evidence of it in the surface of the poly bearing, however it is possible that it was the same material that led to the pitting elsewhere on the bearing. The returned oxford implant exhibits damage which is likely to have resulted from the presence of a third body. Such a material probably caused the ridges on the tibial tray and the denting and pitting on the bearing. It is possible that other reasons contributed to the failure. Without surgical notes, radiographs, or details on the implantation time, no definite reason can be concluded as to the cause of the event.